Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they are not able to calibrate their battery and that the battery shows a low battery state. There was no reported patient involvement.